Event description:
It was reported that the release covering in step 4 will not release in about 60% of the time, and that is frustrating. No case involved.

Manufacturer narrative:
H3, h6: the batch record was reviewed and it could be confirmed that the products had progressed through a satisfactory release process which involved testing the product against the requirements of the finished product specification. There was also no issue identified during the manufacturing process that could have caused or contributed to the complaint problem. A complaint history review found a small number of similar instances of the reported event. There is nothing to indicate that this is outside of acceptable rates of occurrence. The device was used for treatment and was not returned for analysis. We have not been able to confirm a relationship between the event and the device or identify a definitive root cause. It was reported that the 4th release tab of the dressing would not release properly and was stuck to the dressing. Probable root causes are environmental factors such as temperature. An increase in temperature can alter the adhesive nature of the dressing causing it to become too sticky and hard to release. The users of the reported product are advised to consult the IFU, to delineate future occurrences of the reported issue. This guide provides comprehensive instructions of the operation, use and limitations of the device, including application and removal of dressings and the correct conditions in which the dressings should be stored prior to use. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.